Event description:
During a ptca/stenting treatment procedure, removal difficulties were encountered with the express2 stent delivery system and the stent dislodged. The lesions in the rca had been successfully treated. A stent was then deployed in the proximal left circumflex artery as it could not be passed to the more distal lesion, presumably because of proximal stenosis. The physician then pre-dilated the distal lesion and attempted to advance the express2 stent accross the first stent. He encountered crossing difficulty, and decided to remove the stent. The stent delivery catheter was retracted into the guide with some difficulty. Angiograms revealed that the circumflex artery was completely occluded and the pt began to experience shortness of breath. A mailman guidewire was re-inserted into the circumflex in an attempt to open the vessel. During the guidewire insertion, a perforation of a small branch of the left mid-circumflex with myocardial staining was noted. The perforation was sealed with prolonged balloon inflation and timi 3 flow in the artery was noted. The pt's symptoms subsided, but it was noted that the express2 stent had dislodged in the left main coronary artery. An intra-aortic balloon was inserted and the pt was taken emergently to coronary artery bypass surgery. They had an uneventful recovery.